Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif for segmental type case of the proximal 1/3 of the tibial diaphysis with tna. After the fracture site was repaired using forceps through a small skin incision, the medullary cavity was reamed to 11.5 mm and the nail in question was prepared. The ml screw (distal regular hole) interfered with the product in the interference check stage prior to insertion. Once the aiming arm was removed and checked after re-installation, there was no interference. The hook on the side was pushed to tighten it more, and it was discovered at this time that there was interference depending on the strength of the hook. After checking for interference, the aiming arm was removed and inserted, assuming hammering because the patient was 20 years young. Hammering was performed during insertion as planned. After insertion, the connection was retightened using the screwdriver, but no loosening was observed. After insertion of three distal screws with radiolucency, backsliding was performed for interosseous compression. Then the aiming arm was reattached and the ml screw (distal regular hole) was drilled, but there was interference. The sleeve was found to be shifted to the dorsal side when the image was checked from the ml direction. The hand-down drilling was done by pushing the sleeve down, and the surgeon managed to insert the screw, but later drilling interfered with two of the three screws in the most proximal position, one from the outside and the other from the front. In both cases, the direction of misalignment was confirmed with images, and the sleeve was manipulated to accommodate the misalignment. Finally, five proximal and three distal screws were inserted. The surgery was completed successfully within 30 minutes delay. After the surgery, the surgeon commented that the interference with the aiming arm overhang drilling (up to 4 drilling rings) can be handled in the worst case by retightening the hooks, but as for the proximal position from the front that interfered this time, since the sleeve is attached to the insertion handle, the interference means that there must be a problem with the connection between the nail and the insertion handle. The reproducibility of "finger-tightening the hook" is also very low because the amount of force applied varies depending on the surgeon's subjective judgment. No further information is available. This report is for one (1) unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).